Manufacturer narrative:
(B)(4). Date sent: 5/25/2022.

Manufacturer narrative:
(B)(4). Date of event: event date unknown. Batch #: unknown. Procedure date: (B)(6) 2015. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported via the risk manager, "received notice of claim stating patient underwent a laparoscopic gastric sleeve surgery. Approximately one month post op, patient experienced sudden onset of abdominal pain and was admitted to the hospital after an esophogram showed a small leak. Patient underwent a flouroscopic esophageal stent placement to address the gastric sleeve fistula. The stent was removed three weeks later. Portions of medical records are provided and operative report states echelon stapler with a green load with peri-strips in place were used for all firings to create the sleeve and no difficulty was noted with any device firings during the procedure. An esophagram was performed the following morning which showed no leak and the patient was discharged. During the egd one month post op, mild mucosal distortion at the proximal edge of the gastric sleeve was noted as well as no overt mucosal breakdown was noted. The mucosa of the mid and distral sleeve and the antrum was normal in appearance. A stent was placed without difficulty which was later removed. No other records are provided detailing any further treatment."